Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat#: 110010260, lot#: 65575803 g7 osseoti multihole 44mm a. Cat#: 00-7713-005-00, lot#: 65501084 mod ml taper fem st 5. Cat#: 00-7848-022-00, lot#: 65251159 kinectiv modular neck b. Cat#: 110024459, lot#: 65737936 g7 dual mobility liner 32mm a. G2: foreign: japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 2 years later due to dislocation and disassociation. During the revision, the bearing was unable to be located in the patients joint so the surgeon decided to leave it in place. A new neck, bearing, and head were implanted. Attempts have been made and no further information has been provided.